Manufacturer narrative:
(B)(4). The customer reported that the device would not detect the pads cable during user initiated shift check. The device passed shift check using external paddles. The device did not detect the pads cable when a different, known good pads cable and test load were used. This was a report of user initiated test failure. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not detect the pads cable during user initiated shift check.